Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis. This event occurred due to occlusion issue. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 23-feb-2026 against "lot number" 6010692 and similar malfunction codes: occlusion issue. Malfunction code not on list, cannot be determined. The review confirmed that lot 6010692 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 31-dec-2025 against "lot number" criteria equal 6010692 and similar malfunction codes: occlusion issue. Malfunction code not on list, cannot be determined. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6010692 was manufactured according to the work instruction (wi) version 75 and manufactured in the line 6 on 13-dec-2024 with a total of (B)(4) units. Gluing of tubing of the lot 4m01589 was manufactured according to the wi version 65 and manufactured in the machine sc02, on 09-dec-2023, with a total of (B)(4) units. The DHR review indicated non-conformance (nc) 2110431 related to sterilization process and is not associated to reported issue on this complaint, therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor finding. It was managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code occlusion issue. Malfunction code not on list. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010692 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.